Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range pacing impedance measurement. It was reported the impedance measurements trended low. The lead was changed to bipolar with impedance measurements in the 200 ohm range. In unipolar, the impedance measurements were in the 400 ohm range. All other lead diagnostics were stable. Noise was later observed following a device replacement procedure which resulted in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported.

Manufacturer narrative:
The lead was programmed to bipolar and sensitivity was reprogrammed which resolved the observed noise. Records indicate this lead remains in service. Should additional information become available this report will be updated.